Manufacturer narrative:
Technician found no head up and down function due to a broken head sensor assembly. Replaced the head sensor assembly and calibrated head sensor to resolve this issue.

Event description:
Complaint alleged that there was no head up and down function on the bed.